Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high rate non-sustained episodes. Noise was also observed, and was reproducible with isometric testing. Fracture was suspected. During the revision procedure, occlusion was observed in the left subclavian vein. The right atrial (ra) lead and rv leads were capped and replaced. No patient complications have been reported as a result of this event.